Event description:
When the surgeon tried to pull out the tip of the device through the percutaneous access, the proximal part stayed blocked in the femoral artery." Patient outcome: "the consequence for the patient was related to the need of arteriotomy (initially percutaneous access) inducing a prolonged hospitalization for 48 hours and a scar on the femoral right access."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in france.

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in (B)(6).

Event description:
When the surgeon tried to pull out the tip of the device through the percutaneous access, the proximal part stayed blocked in the femoral artery." Patient outcome: "the consequence for the patient was related to the need of arteriotomy (initially percutaneous access) inducing a prolonged hospitalization for 48 hours and a scar on the femoral right access."